Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited multiple instances of high coil impedance, and an rv lead fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.